Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was on manual insulin therapy at time of follow up call. System check was performed with tandem technical support and the pump was functioning as intended. Customer ultimately changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 360 mg/dl.